Event description:
The olympus representative reported (on behalf of the customer) that the telescope "oes elite" lock pin was found broken after inspection and it could not be combined with the telescope. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of lock pin broken was confirmed. Device evaluation found that the locking pin was loose. The additional evaluation findings are as follows: vision was foggy due to broken internal lens, and a bend in the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, the identified fault patterns it is likely attributable to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.